Event description:
Dentist reported that after 2 weeks that the dental implant was installed in intraoral region #7 it was verified its non osseointegration. Primary stability was 35ncm and immediate load was performed.